Event description:
It was reported that during patient treatment, the ventilator alarmed for high o2 concentration. There was no patient harm. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site by our field service engineer (fse) and no fault was found during a simulated use test. Nozzles units in the gas modules were changed by precaution. Evaluation of the received device logs files could confirm the reported event. Since we could trace back the reported problem on (B)(6) the date of event was determined to be on (B)(6) 2020. If this fault happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. High airway pressure alarms are common during patient treatment. They can be patient related and/or due to parameter and alarm limits' settings. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.

Event description:
Manufacturer ref#: (B)(4).